Event description:
Customer called to report high bgs. It stated that the pump was not giving insulin due to the loose driver arms. Customer ran a test and received an alarm. Device was not dropped or exposed to water.